Event description:
The rptr stated that rptr did meter to hcp meter comparison tests. The tests were capillary, done side by side, using separate fingersticks. Rptr's meter had a reading of 159 mg/dl, and rptr's dr's (type unknown) was 200 mg/dl. Rptr did not have any symptoms. A control test was not done due to lack of supplies. On followup, rptr stated that rptr had inserted the strip all the way into the meter. Rptr's technique of applying blood is accurate, and rptr checks the test strip confirmation dot. Rptr cleans rptr's meter on a regular basis. No harm was alleged.